Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/05/2018, that on (B)(6) 2018, the blood glucose values did not change. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.